Event description:
It was reported that balloon rupture occurred. Vascular access was obtained with a 4f4cm non-bsc sheath. The 80% stenosed target lesion was located in a shunt in the moderately tortuous and moderately calcified anastomosis site of the left forearm vein. After a 0.018x100cm non-bsc guide wire crossed the lesion, a 4.0mmx40mmx40cm sterling¿ balloon catheter was advanced for dilatation. During the first inflation at 4 atmospheres for 5 seconds, contrast agent leakage was confirmed on the angiographic image. The device was removed completely from the patient and it was noted that the balloon ruptured longitudinally. The procedure was completed with another of the same device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: (B)(6) or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).